Event description:
Product analysis was completed for the returned generator. No anomalies were noted with the generator. The device was tested for the report of high impedance and various electrical loads were attached to the generator. Results of the diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The device performed according to functional specifications. Programming data from the generator was reviewed confirming the reported high impedance. High impedance was first detected a few hours after ok impedance was observed on the date of implant. No further relevant information was received to date.

Event description:
It was reported that a patient's device showed high impedance at an office visit. The device was disabled and the physician ordered x-rays and referred the patient for a full revision, as the physician wanted to prophylactically replace and upgrade the generator. At the full revision surgery, the generator was replaced first. Diagnostics after this replacement indicated that the vns was functioning within normal limits, and no lead revision was performed. No explanted devices have been received to date. No lead revision has occurred to date. No further relevant information has been received to date.

Event description:
The device was returned for analysis. Analysis has not been completed to date. No further relevant information has been received to date.